Event description:
A report was received that the patient was experiencing fever and headaches. The physician believes there could have been a minor infection. The physician believes that implant is not causing the patient's problem and suspects a dural puncture. The patient was given oral antibiotics.

Manufacturer narrative:
Date of event: (B)(6) 2012. Additional suspect medical device components involved in the event: model # sc-8216-50 serial # (B)(4) description: artisan surgical lead with platnalock technology - 50cm.

Manufacturer narrative:
Additional information was received that the patient's fever and headaches were not device or procedure related. The physician believes the patient's hormones are responsible for her symptoms.

Event description:
A report was received that the patient was experiencing fever and headaches. The physician believes there could have been a minor infection. The physician believes that implant is not causing the patient's problem and suspects a dural puncture. The patient was given oral antibiotics.